Event description:
It was reported that the customer was not seeing drops of insulin at the end of the tubing during the load process. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.